Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor was distorted. It was noted that the outer tubing overlay was melted, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the lead exhibited high impedance and increased thresholds. The lead was cut and replaced. No patient complications have been reported as a result of this event.